Manufacturer narrative:
Trend analysis conducted and no adverse trends observed for et tube migration. Device history review conducted based on lot number provided and records found to be complete and accurate. Sample not returned so sample evaluation not possible. Root cause of reported et tube migration during a patient turn cannot be determined.

Event description:
It was reported to hollister through an FDA medsun the following: patient turned for incontinent care. Initially turned to pt's right side, when turned onto back (before being turned to left side), another rn noted ett [endotracheal tube] move out. Anchorfast was in place with securement strap on. Respiratory therapist nearby and immediately came to bedside. App [advance practice practitioner] and intensivist called to bedside. Ett removed and new ett inserted by intensivist. Prior to turn ett was assessed and in correct position.